Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the distal superficial femoral to proximal popliteal arteries. The vessel diameter was 5.0 mm distally and 6.0 mm proximally. A 6f 45 cm sheath was placed. The lesion was prepped with laser atherectomy and balloon angioplasty with a 5.5 mm unspecified balloon. A 5.0 x 120 mm supera self-expanding stent system (sess) was advanced with no resistance; however, on unlocking the deployment lock and advancing the thumb slide, only the tip of the supera stent was advanced. Further advances and retractions of the thumb slide resulted in no further deployment of the stent. As only the tip of the stent was exposed, the sess and stent were simply removed from the anatomy with no significant resistance. The procedure was successfully completed with an additional supera sess. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported deployment issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the reported deployment difficulty. It is possible that the distal sheath was bent or entrapped within in the anatomy such that the ratchet was unable to properly engage the stent causing the partial deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.